Event description:
It was reported that the liner had a crack in it upon opening. Another liner was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.